Event description:
It was reported that the spinal cord stimulation (scs) patient was having to frequently charge their implantable pulse generator (ipg). Subsequently, the patient underwent a revision procedure wherein the ipg was replaced. The device was disposed of in accordance with facility protocols and will not be returned for further analysis.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. Block b3: approximated based on the date the manufacturer became aware of the event.